Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. Although requested, product identifiers were unavailable; therefore, a lot history review and device history record (DHR) review were unable to be performed. Conclusion: the actual sample was not returned for evaluation. A DHR and lot history review were unable to be performed due to unknown product identifiers. A manufacturing related cause for the event was unable to be investigated due to the DHR not being performed. The author of the journal article (jacc vol. 73, no. 6, 2019) states, "...1 death in the dcb group at 1 day post-procedure was classified as procedure related in a patient with pre-existing chronic lung disease and acute respiratory failure." It is known the procedure related death, after an intervention with a lutonix dcb, was due to acute respiratory failure in a patient with pre-existing lung disease. The patient's medical history includes the following: hyperlipidemia, renal insufficiency, diabetes, gastrointestinal disease, and respiratory disease. Although requested, no further information is available regarding the acute respiratory failure event or procedural related events which may have caused or contributed to the further deterioration of the patient's health. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through the journal of the american college of cardiology that a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the superficial femoral artery(sfa). Reportedly, a procedure-related death occurred 1 day post intervention, due to acute respiratory failure in a patient with pre-existing lung disease. Although requested, no further information is available regarding the acute respiratory failure itself or the procedure details prior to, during, or subsequent to the procedure. The article states, "...1 death in the dcb group at 1 day post-procedure was classified as procedure related in a patient with pre-existing chronic lung disease and acute respiratory failure." The lutonix dcb was discarded by the user facility and is not available for evaluation.